Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a duodenoscopy procedure from hemostasis. According to the complaint, during the procedure, the needle was not able to retract into the sheath, while inside of the patient. The procedure was able to be completed using this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a duodenoscopy procedure from hemostasis. According to the complaint, during the procedure, the needle was not able to retract into the sheath, while inside of the patient. The procedure was able to be completed using this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - the reported event of needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. A visual evaluation was performed. The inner hub was detached from the inner sheath. The inner sheath was severely stretched, where it attaches to the inner hub. The outer hub washer was present and attached the inner hub. Damage was observed to the inner hub and outer hub, where the washer was initially in place. The damage is consistent, when the two components are pulled or forced apart. A functional evaluation could not be performed due to the damage sustained to the device. Base on the severity of the damage sustained to the sheath, inner hub, and outer hub, excessive force was likely applied by the user. It is also possible prior to the damage sustained that anatomical or procedural factors were encountered that may have impacted the functionality of the device. The exact cause of the of the reported complaint was not able to be determined.